Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
8015 sn: (B)(4) customer stated that he was getting this error code and wanted to know why. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: the customer called in stated that he was getting the error code 600.6825. I explain to the customer that the error code he was getting is a network configuration error. I explain to the customer that he needed to transfer the network configuration to the 8015 to clear the error. The customer said ok but then said that the 8015 turned off. I asked the customer was the 8015 turned off? The customer stated that he really didn't know. I asked the customer was the 8015 plugged in. The customer stated he didn't know. I also asked the customer did it give another or different error code before it powered down, the customer didn't know. I explain to the customer that I would need more information about what happened on why the 8015 powered down. The customer stated ok. However I did explain to the customer about clearing the 600.6825 error code.